Event description:
International affiliate reports the surgeon had inserted a spinal screw with approximately 1 cm left to be inserted when the tip of the screwdriver snapped off in the head of the screw. The screw could not be advanced any further and could not be backed out. After trying a variety of screw removal kits, the head of the screw was cut off to expose the screw shaft which was removed using a pair of mole grips. As a result of the difficulty, surgery was extended by ninety minutes. The patient was not adversely affected.

Manufacturer narrative:
Examination of the returned screwdriver confirmed the tip of the instrument broke off within the head of the concommitant device polyaxial screw. No definitive conclusions can be made. However, the breakage occurred in torsion and is indicative of the application of atypical force upon the screwdriver during screw tightening. At this time, the complaint is considered to be closed.